Event description:
Customer reported she was hospitalized in (B)(6) 2014, for high blood glucose. Customer could not remember the exact date. She stated her high blood glucose was caused by a bent cannula and she did not respond quickly enough to correct for the high. She called 911. Customer's blood glucose was 800 mg/dl when admitted. Customer did not state that she felt any symptoms of high blood glucose. She was treated with an IV drip to lower her blood glucose. She was wearing the device at the time of the 911 call. Customer declined troubleshooting for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.